Event description:
Several incidents have occurred of no flow of urine into the meter or a very small amount of urine flow into the meter. After repeated attempts to improve the flow through manipulation of the tubing, no improvement of flow was accomplished. After unsuccessful attempts to get the drainage meter to work facility had to switch to a regular drainage bag without meter and then the catheter drains well.